Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2021, the patient underwent an emergency endovascular treatment to treat an impending rupture of a descending thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis and a gore® dryseal flex introducer sheath. A cut-down was performed in the left femoral artery. The access route was reported to be poor, calcified, and particularly thin from the distal side of the left common iliac artery to the origin of the left external iliac artery. Tentatively, insertion with an only dilator part of the 18fr sheath was attempted, but it was not able to be advanced due to strong resistance in the iliac artery. After dilating the vessel with a pta balloon (8 mm), the dilator was attempted to advance again, but it was not able to pass through. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device / 8 mm x 59 mm) was implanted from the left common iliac artery to the left external iliac artery to create an endo-conduit, and the 18 fr sheath was inserted. Although there was considerable resistance, the sheath finally managed to pass through. With the creation of the endo-conduit, the left internal iliac artery was covered intentionally. During access angiography after implantation of the conformable tag device, rupture, and bleeding in the left external iliac artery distal to the implantation site of the vbx device, which was implanted to create an endo-conduit, was observed. An additional vbx device (8 mm x 39 mm) was implanted in the injured site, and the bleeding stopped. The patient tolerated the procedure. The physician reportedly stated that the rupture was expected as access was poor.